Manufacturer narrative:
The crt-p is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. The crt-p has been implanted since 2005 and there were no indications in the patient's medical records that the device was changed out at an earlier date. Boston scientific technical services (ts) was contacted and a ts consultant provided further troubleshooting; however, the crt-p still could not be interrogated. As a result, the crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was confirmed that the device had not telemetry. The device case was opened and visual inspection found no anomalies. The device battery was tested and found to have fully depleted. The device battery was removed and replaced with an external power source set to 2.8 volts. Testing of the current was performed and found to be within specifications. Telemetry was again attempted and now the device was able to be interrogated successfully. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested; all values were within normal limits. Laboratory analysis determined that the reason the device could not be interrogated was due a depleted battery. Further testing confirmed that the device experienced normal battery depletion.